Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. The fse calibrated the adc and tarpon amp board settings to resolve the reported failure. Bec internal identifier (B)(4).

Event description:
The customer reported increasing lymph gate fail messages on stemcxp and the quadrant regions not positioned as expected on their fc 500 flow cytometer. Approximately 12 patient results for the cd34 analyte absolute and cd34 were considered erroneous low. The results were not reported outside of the laboratory. The samples were rerun on another instrument and those results were considered correct. There was no death, injury, or change to patient treatment as a result of this event.